Manufacturer narrative:
(B)(4). The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and underwent leak testing. The minicap was determined to not meet product specifications related to the reported event because a crack was noted on the rim and the device failed leak testing. The reported issue was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a crack in it during use. The nurse stated that they were changing the transfer set for the patient and discovered the iodine leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.